Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) during the lead revision surgery (reference MFR. Report# 1627487-2017-07474) the physician was unable to implant the new lead due to scar tissue. As a result the procedure was abandoned. Device information is unknown for the lead at this time.